Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they did have a couple of shocks from the device, but not feeling any stimulation during the call. Patient said that they weren't emptying all the way. Patient then mentioned that they had been peeing on themselves all of the time day and night. Patient also mentioned that the issue has been on and off for the last year, but this severeness just happened for about three weeks now. Patient wanted to turn it off until they have it replaced on september. Agent walked the patient through turning the ins off, but patient asked if it's okay to leave the therapy off. Agent then suggested leaving it on and just increase the stimulation. Patient was able to turn it back on and increase the stimulation to a comfortable level on the bike seat area. Patient to monitor the issue and redirected to the doctor if it persists.